Event description:
It was reported that the programmer screen made a "popping noise when [the clinician] used the touch pen during a threshold test." The cable to the pen had some kinks in it. The "touch pen" was replaced with a new one and the programmer remains in use. No patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer screen made a "popping noise when [the clinician] used the touch pen during a threshold test." The cable to the pen had some kinks in it. The "touch pen" was replaced with a new one and the programmer remains in use. No patient complications reported as a result of this event.